Event description:
The plaintiff's attorney alleged that the decedent experienced non-fatal injuries during a period of ten days, as a result of exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event of two events reported for the same patient involving two separate products.